Event description:
Tech alleged that the brake caster would lock and hold, but the brake caster would rotate if the stretcher was pushed on the side. No pt impact.

Manufacturer narrative:
The tech replaced the brake caster to resolve the issue.